Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of the impella 5.5 the patient¿s heparin was put on hold for now as there was oozing at the axillary site. The patient remains on support.

Manufacturer narrative:
D6b. Explant date was provided. Investigation was completed and no product was returned for investigation. Major bleed: bleeding from axillary site and hemostasis was achieved by pressure dressing. The root cause of the injury was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The device history review was completed and passed all post sterile inspection checks.